Event description:
Had large composite hernia patch placed in abdomen in 2004. It shredded bowels (B)(6) 2009. Had 6 surgeries and now permanently disabled. Still have chronic pain, depression, memory loss, and extreme health issues. Last surgeries were (B)(6) 2012. At (B)(6) hospital in (B)(6).